Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a non-sustained episode was observed. The egm was unavailable and unable to be accessed in the transmission. The patient was asymptomatic. One month later, a successful remote transmission was performed with no problems. No changes have been made, and the patient will continue to be monitored with follow-ups.